Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge onto the pump. Reportedly, the cartridge was filled with 480 units and the insulin gauge remained static at145 units. The customer declined to perform troubleshooting with tandem technical support, and believes the pump is delivering insulin as intended. There was no impact to the customer's blood glucose level.